Manufacturer narrative:
This report has been identified as event one of b. Braun medical inc. Internal report number: (B)(4). Additional information was received on the infusion rate of the pump involved, and section b5 (event) was updated accordingly. No other information was received, and the result of the investigation has not changed since the initial report was filed.

Event description:
As reported by user facility: event 1. Over infusion. Infusion is finishing 8 to 11 hours earlier than intended.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by user facility: over infusion/ fast flow with easypump.